Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the shocking sensation was not verified. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The monitored stimulation on an oscilloscope found no surge of stimulation, and the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies. Sc-3138-35 (sn (B)(4)) device evaluation indicated that the lead extensions passed visual, electrical and photographic imaging tests performed. Lead extensions: visual and x-ray inspections found no anomalies. Impedance measurement test revealed no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #:(B)(4), description: linear st lead, 70cm. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient was experiencing shocking sensation from the system. The patient underwent a replacement procedure of the entire system. Device malfunction was suspected with the ipg. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing shocking sensation from the system. The patient underwent a replacement procedure of the entire system. Device malfunction was suspected with the ipg. The patient was reportedly doing well postoperatively.